Event description:
A mayfield system (the product ID was not provided) had collapsed whilst a patient was in the frame. The patient was not injured. The unit was inspected by the sales representative and it was very worn, with the starbursts very thin and generally in poor condition - "it must be 15+ years old!"

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.